Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose level was 545 mg/dl at the time of incident. Other relevant blood glucose level was 100 mg/dl and 70 mg/dl. The customer did experienced the symptoms such as nausea, dehydration and vomiting. The customer was treated by insulin drip and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.